Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer did not stay shut. A field service engineer had checked the rear printed circuit board and confirmed all were correctly. Removed the row boards and found a large liquid spill that had spread to the first three row board positions. There were signs of corrosion on the row boards. The row board cable was ok, but the drawer was cleaned, and three half-height cubie row boards were replaced. Each row board position was tested with a 1 to 1 cubie pocket to ensure all positions were functioning correctly. A full system check and electrical safety testing were completed. The customer had inventoried all pockets in the 2.1 drawer to verify that everything was working properly. The device was returned to service, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer 2.1 not detected on bus. There were no adverse events or injuries reported due to this event.